Event description:
It was reported the colonovideoscope displayed an e315 communication error. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely, that when the plug body was dismantled, the moisture indicator was triggered and fluid was evident. Which led to the error code e315 malfunction. The event can be prevented, by following the instructions for use, which state: chapter 3: preparation and inspection: this chapter explains the equipment you need to prepare and the inspection methods before using the product. 3.1: preparation and inspection process: this section outlines the steps for preparation and inspection that must be performed before use. Be sure to follow the preparation and inspection procedures outlined below. Also, inspect any related equipment used in combination with this product according to their ¿digital attachments¿ and ¿user manuals¿. If any abnormalities are suspected, during inspection. Follow the procedures outlined in chapter 5: handling abnormalities. If it is clear that there is a malfunction, do not use the product. Instead, send it for repair according to ¿5.4: sending the endoscope for repair¿. Warning: using an endoscope suspected of abnormalities may not only result in improper functioning, but also cause damage to the equipment or harm to the patient or operator. Chapter 5: handling abnormalities: this chapter explains, how to address abnormalities that may occur. 5.1: if an abnormality occurs: if any abnormalities are suspected, during inspection as described in ¿chapter 3: preparation and inspection¿, do not use the equipment. Instead, follow the procedures outlined in ¿5.2: identifying and handling abnormalities¿, if the issue persists and the equipment does not return to a normal state. Send it for repair according to 5.4: sending the endoscope for repair. If an abnormality occurs, while using the endoscope, immediately stop using it and carefully withdraw the endoscope from the patient following ¿5.3: withdrawing an endoscope with abnormalities¿. Warning: do not use the endoscope if abnormalities are suspected. It may not only fail to function properly, but could also cause harm to the patient¿s body or the operator and may result in damage to the equipment¿. Olympus will continue to monitor field performance for this device.